Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) oversensed noise resulting in an inappropriate shock. Proper device placement and electrode-to-device connections were confirmed with an x-ray. The noise pattern is indicative of seal plug damage or setscrew issue. The sensing vector was reprogrammed and the patient was hospitalized for monitoring. The patient was rechecked and there was no oversensing observed. No further programming changes were made and the patient will be monitored. No additional adverse patient effects were reported.